Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. No defects/discrepancies were noted during visual inspection. The customer reported issue of ¿the delivery rate is too high¿ was able to be duplicated. The cause was unable to be determined. The downstream occlusion (dso) sensor was found defective (could not be calibrated any more), delivery test could not start. The dso sensor was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the delivery rate is too high. The error was discovered during the annual inspection of the pump. There was reported patient involvement.